Event description:
The hcp reported the patient's pump site was infected. No patient symptoms were reported. The pump was removed. The pump was programmed to deliver baclofen (2000.0 ug/ml) at a rate of 0.22 mg/day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.